Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the folysil is a ¿sticky¿ consistency and more solid and rigid than previous product appears to have caused haematuria as well as pain for the patient.

Event description:
According to the available information, the folysil is a ¿sticky¿ consistency and more solid and rigid than previous product appears to have caused haematuria as well as pain for the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on the lot number 9666708. On 23th september we did not received sample, so we can only do a documentary investigation which revealed no issue recorded during production. Based on element known we cannot define potential root cause about this issue, quality database was checked and revealed no anomaly registered about this issue. Similar case study were done based on family product: folysil lt, defect: difficult or unable to remove, from october 2020 to october 2024, 21 cases were found. A clinical evaluation also performed and conclude: urethral or suprapubic catheterization with the above-mentioned folysil lt catheters are common urological procedures for the management of voiding dysfunction. This type of medical device must only be used by trained and experienced professionals. Compliance with our specific recommendations for use is an important aspect for minimizing risks of incident by: - selecting the correct balloon size, the appropriate inflation liquid, avoiding over-inflation. - pretesting catheter¿s balloon to prevent insertion of a defective catheter. - respecting duration of use. Referring to our risk management procedure (B)(6): - managing difficult removal of catheter, due to balloon deflation difficulty, balloon remanence or any other conditions making catheter removal difficult, is a common activity learned during nursing training, requiring prolonged procedure which is severity parameter level 2. In case of unsuccessful attempts, reintervention is needed to remove the retained catheter by: - an emergency physician or urologist, for medical reintervention at the emergency department which is severity 3. In some cases, the incident of difficult catheter removal may cause mucosa injury which is severity 3. - a urologist, for surgical reintervention at the operating room for e.g. Balloon puncture, which is also severity 3. Causality assessment: we consider the clinical consequences occurring following the incidents of difficulty / failure to remove the catheter are generally related to the use of the medical device (medical device and procedure), depending on the information provided by the complainants on the patients¿ clinical condition. - discomfort, pain, bleeding, urethrorrhagia, injury, distress patients and medical reinterventions in the emergency department and surgical re-interventions in the operating room are considered as related to the use of the medical device (medical device and procedure). - bladder spasms are likely to be related to the use of medical device (medical device and procedure), depending on the patient¿s clinical condition. - bladder sediment requiring flushing of the bladder is likely to be related to medical device, depending on the patient condition.